Manufacturer narrative:
It was also reported that the patient was treated with oral antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the patient experienced skin overgrowth and infection at the abutment site. Subsequently, the abutment was removed.